Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, on (B)(6) 2011 during a training, a company representative observed that the smartcheck automatic atrial sensing test always failed when the device was programmed in aai. He asked for an explanation.